Event description:
Reporter indicated a patient's generator was replaced due to end of service. Product analysis was completed on the returned generator and transistor q9 was found to exhibit an out-of-limit (higher) 1ma, 10hz, 130ms and standby leakage current at test chamber temperature. This leakage increased the module's standby current consumption by approximately 0.3micro ampere over the high limit (spec 10 to 17ma) and could potentially be a contributing factor to the end of service condition. The reason for the over-limit leakage current could not be determined.